Event description:
It was reported that the device has been oversensing. There is a concern the t-wave oversensing algorithm is being defeated. The patient has sinus ventricular tachycardia of approximately 200 beats per minute with intermittent t-wave oversensing and r-wave amplitude is reduced from baseline. The plan is to reprogram the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one lead integrity alert triggered for lead failure predictor on (B)(6)-2012 23:36:08. In addition there was oversensing. Fifteen ventricular non sustained tachycardia less than or equal to 140 ms on (B)(6)-2012 in the timeframe between 23:34:50 and 23:35:51 and five high rate non sustained less than or equal to 155 ms with an average ventricle-cycle on (B)(6)-2012 in the timeframe between 23:36:01 and 23:51:10. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.